Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection brown foreign matter was observed on the syringe barrel; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the reported type of foreign matter cannot be determined as an actual sample was not returned. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned.

Event description:
It was reported that bd eclipse¿ 3 ml bd luer-lok¿ syringe has foreign matter. This was discovered before use. The following information was provided by the initial reporter: syringe dirty cause unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ 3 ml bd luer-lok¿ syringe has foreign matter. This was discovered before use. The following information was provided by the initial reporter: syringe dirty cause unknown.